Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. H2: additional information - correction. H9 section 21 usc 360 report no - additional - missed on initial MDR. H7 type of remedial action - additional - missed on initial MDR.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).